Event description:
Pt experienced increasing blood glucose levels and, as a result, paramedics were called. Pt was taken to hospital where their blood glucose tested at 478 mg/dl. Pt was treated with IV fluids (content of IV was unk) and "nausea" pills. Pt was released from hospital later that day.